Manufacturer narrative:
The subject stretcher was not returned for evaluation; however, the reporting customer is an authorized field technician trained to evaluate and repair the subject stretcher. Replacement springs were provided to the customer to complete the needed repair and return the stretcher to service.

Event description:
The end user reported the catch bar did not engage with the hook while unloading a patient on the stretcher. There were no injuries reported as a result.

Event description:
The end user reported the catch bar did not engage with the hook while unloading a patient on the stretcher. There were no injuries reported as a result.